Manufacturer narrative:
The service provider provided the investigation report on 09/20/2021. The actual device was tested. The pump passed the flow rate testing. The flow rate deviation was -1.61%, which is within the ±5% specification. The reported issue was not confirmed.

Event description:
On 09/13/2021, a distributor of zyno medical reported a complaint. A user facility representative contacted the distributor and stated that pump 619810 was not infusing properly. The device operator was a registered nurse. Medication being infused was unknown. There was a patient involved. The patient was not harmed or injured.